Event description:
Customer complaint: accuracy issues. This read 20 points over the reader it was replacing. I have used it for a week, and reading have been inconsistent when done within a minute. This *does* happen, but today, my right hand read 195, and my left 154.